Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 22 mg/dl. It was stated that the customer experienced low blood glucose after a meal. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump passed the displacement test. The customer stated that she has been in and out of the hospital due to high and low blood glucose levels, but feels that the insulin pump is not to blame. The customer stated that her blood glucose levels kept going low during the hospitalization, even though she was not wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.